Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause is a cause traced to component failure, indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the distal end was detached on the bronchofibervideoscope. There was no patient involvement.